Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2021 due to wound breakdown. It is unknown if there are plans to re-implant the patient as of the date of this report. Device analysis report attached. This report is submitted on march 11, 2022.

Manufacturer narrative:
This report is submitted on june 22, 2021.

Event description:
Per the audiologist, the patient experienced an extrusion of the implant through the skin, and underwent debridement of the site on (B)(6) 2021. The patient has been treated with oral steroids and antibiotics, however, the issue could not be resolved. The patient also experienced serous fluid discharge from the site following the debridement procedure. Clinical management of the patient is ongoing. The implanted device remains.